Event description:
It was reported that this patient fell. Upon interrogation of this implantable cardioverter defibrillator (ICD) in clinic, it was found that there was far-field oversensing of the ventricular signal on the right atrial (ra) lead channel. The fall was determined to not be related to the device. Technical services (ts) examined the presenting electrogram (egm) and discussed reprogramming options as troubleshooting. The device was reprogrammed in clinic. No additional adverse patient effects were reported. Currently, this ICD system remains in service.